Event description:
It was reported that the drive shaft got separated. The patient presented with peripheral artery disease and underwent peripheral artery atherectomy. A 1.75mm rotapro burr-advancer was selected. During preparation, it was noted that a piece of drive shaft right at the tip of the cover had separated. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the distal portion of the sheath (roughly 7mm in length) was detached and stretched (twisted) over the burr. The detached portion has blood present to the sheath indicating a use past preparation. Inspection of the device found no further damages or irregularities. Testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Inspection of the device found that all cables and hose attachments to the advancer were in good condition with no signs of damage or irregularity. In order to inspect the driveshaft, destructive testing was performed, in which the advancer was dismantled. Product analysis confirmed the reported event, as the sheath was found detached and stretched over the burr.

Event description:
It was reported that the drive shaft got separated. The patient presented with peripheral artery disease and underwent peripheral artery atherectomy. A 1.75mm rotapro burr-advancer was selected. During preparation, it was noted that a piece of drive shaft right at the tip of the cover had separated. The procedure was completed with another of same device. No patient complications were reported.